Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious patient harm or injury. Product investigation laboratory observed the following from an external and internal inspection: dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the rear panel, the sd (secure digital) card flip door, the blower motor, and the blower outlet seal. Whistling sound and musty odor observed by the product investigation laboratory were caused by a damaged or defective blower motor. Unknown yellow residue on the top enclosure, on the ui panel behind the control dial, and the bottom enclosure. Black particle contamination, inconsistent with degraded sound abatement foam, around the air inlet of the blower box. Unknown gray residue on the top enclosure, the ui panel, the bottom enclosure, and the rear panel. This contamination does smear when touched. Product investigation laboratory used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Product investigation laboratory was able to confirm the complaint, but not address the symptoms specified. In box d: device avail. For eval, date returned has been updated. In box e: occupation has been updated. In box g: date received by mfg , combination product has been updated. In box h: device avail. For eval, device eval. By mfg, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.